Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have congestion. The patient did receive medical intervention in the form of prescription for antihistamine drugs. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found white and black unknown contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box. The manufacturer also fund unknown white (dust like) contaminants on top of blower motor. The manufacturer visually inspected the humidifier box and found unknown cream color, black contaminants, and some small black hairs, inside of humidifier box. The device's downloaded event log was reviewed by the manufacturer and found zero error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have congestion. The patient did receive medical intervention in the form of prescription for antihistamine drugs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.